Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had damage. The customer¿s blood glucose was between 70 mg/dl to 140 mg/dl. The customer was assisted with troubleshooting. The customer stated that the insulin pump hit a flat rock causing large scrapes it didn¿t crack but makes it hard to read pump. The customer stated that the scrapes on front of screen on left hand side. Customer outcome pertaining to the complaint. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with scratched lcd window, scratched keypad overlay and cracked keypad at select button. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.